Manufacturer narrative:
Referring to the product inquiry the sonicanchor kits (2) are the only reported devices and thus considered the primary products. The case was reported in the course of the early product surveillance of the newly developed stryker sonicanchor system, which was performed in foot & ankle applications only and on the us market exclusively, on a minimum of 60 cases. A review of the device history records / inspection records was not possible since the lot codes are unknown. The products in question were not returned for examination since they were not provided according to information received. However, physical examination of the devices was not necessary since the root cause of the reported event was not device related. Description of the case by the project manager r&d / eps "sonicanchor" after a phone call with the responsible sales rep "dr. Used the sonicanchor system in a lateral ankle stabilization case (modified broström). He initially implanted two sonicanchor implants into the distal fibula according to the operative technique (2mm below bone surface) and awaited the solidification process of 5 seconds to be completed before removing the handpiece from the anchor. After successful fusion of the two anchors, dr. Ensured adequate fixation by gently pulling on the strands of the suture, and the fixation proved to be quite sturdy. He then proceeded to drill two additional holes proximally to the previously successfully implanted anchors and looped the strands of the sutures back around. He intended to fixate the paired sutures of the distally implanted anchors with two separate additional anchors (off-label use) (both strands of anchor #1 - anchor #3 / both strands of anchor #2 - anchor #4). When dr. Commenced with anchor #3 and tried to fixate the suture with the anchor while pulling on the suture and thus tensioning it (off-label use), he realized the anchor did not advance under application of axial force on the handpiece; thus, he tried to advance it further by "twisting" and "wobbling" the handpiece. As a result of his doing, the anchor snapped and dr. Tried to implant another anchor (#4) following the exact same procedure. This anchor snapped as well and dr. Realized that his technique was not working as desired and that he needed to reduce the tensioning on the strands to leave some slack. He then completed the surgery using two additional anchors (#5 & #6) in the drilled holes. Again, he "twisted" the handpiece under axial force, but was successful in advancing the two final anchors into the holes as he allowed for some slack of the suture strands. One of these anchors (#5) showed a normal fusion process; however, while implanting the last anchor (#6), dr. (B)(6) lost a proper angle while advancing the anchor due to the "twisting" of the handpiece and thus slipped off the anchor, leaving this anchor a little proud with visible head deformation. Still, the surgeon was satisfied with the end result and completed the surgery successfully." In response to the question "after observing the failures with the knotless technique, did the surgeon switch to the intended surgical technique (with knots)?" The sales rep stated: "no he made it work successfully after he left some slack." In response to the question "could all of the implants that failed to achieve fixation be removed completely or did parts of these remain in situ?" The sales rep stated: "yes, one was a little proud but he was fine with it." Nc # (B)(4) (not product related) was initiated since (see following nc-description): "the sales rep was not appropriately trained on the system and the eps process before the first case took place. This is in opposition to the eps prerequisites and training plans as documented in the related (B)(4) eps strategy file ." Containment details: "the respective sales representative was trained on both the sonicanchor system as well as the eps process by feb 24th moreover, all involved sales representatives were reminded not to extend their allocated set further without prior consent of the marketing team." Based on the above observations the root cause of the reported event is not linked to a deficiency of the sonicanchor kits, but is rather related to intentional deviation from the surgical technique. No non-conformity in terms of product quality was identified. Device will not be returned.

Event description:
Surgeon initially implanted two sonicanchor implants into the tibia with satisfying results. Surgeon drilled two additional holes and a couple of sonicanchor implants snapped due to the surgeon trying to use the product in a knot less configuration. Moreover, surgeon did not wait for the solidification process (5 seconds) to be complete and "twisted" his hand while inserting the implant, which may have contributed to the observed failures.